Event description:
Patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The patient stated he did not feel well and did not eat anything for two days prior to the ER treatment. There is no reported pump malfunction and the pump settings and insulin delivery history were reviewed with the patient and confirmed to be correct. The patient has continued to use the pump with no reported subsequent event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.